Event description:
The micro reciprocating saw was sent for eval due to overheating during a rotator off repair procedure. The procedure was completed with a readily available spare device without any clinically significant procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion of the motor and ball bearings were identified as the probable cause of the device overheating. Corrosion of the internal components can lead to increased heat generation due to increased friction between the moving components.